Manufacturer narrative:
Patient information is unknown. This report is for an unknown end cap/unknown lot. Part and lot number are unknown; UDI number is unknown. Due to intra-operative issues the device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 a surgery for femoral trochanteric fracture was performed. During the procedure the surgeon had difficulty reaching the set screw to tighten it. He tried to insert the flexible screwdriver after the nail and the head element were inserted. However, he could not insert the flexible screwdriver up to a set screw because the flexible screwdriver got caught in the hole and did not reach the set screw. Via imagining it was noted that there was loosening at the junction of the insertion handle and the nail, so he tightened the connecting screw using the ball head screwdriver. However, he was still unable to reach the set screw. He switch to the t-handle screwdriver attached with torque limitation and was able to reach the set screw and tightening it successfully. It was noted that an end cap was not used because it could not be inserted up to the required position. The surgery was successfully completed with a five (5) minute extension, and there was no adverse consequence to the patient. Concomitant devices: insertion handle (part/lot unknown, quantity 1); nail (part/lot unknown, quantity 1); set screw (part/lot unknown, quantity 1); screwdriver (part/lot unknown, quantity 1). This report is for an unknown end cap. This is report 2 of 2 for (B)(4).